Manufacturer narrative:
The reported event could be confirmed during analysis of the x-ray images. The nail is broken at the third most distal locking hole. The images were sent to a clinical specialist for review. An implant failure only 1 week after implantation is extremely rare. No medical related error or patient condition related issue could be observed in the images. Without the nail and patient medical records, it is impossible to make any statement about a possible improper procedure (such as severe misdrilling) or a severe patient condition that could explain the premature implant failure. Therefore, due to the lack of more detailed information provided, the root cause of the event could not be determined. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported, t2 humeral nail broke after primary surgery on (B)(6), intraoperative x rays were taken on (B)(6) with minimal sign of fracture but when patient was monitored on (B)(6) fracture was evident. The implant was removed from the patient and was eliminated.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported, t2 humeral nail broke after primary surgery on (B)(6), intraoperative x rays were taken on (B)(6) with minimal sign of fracture but when patient was monitored on (B)(6) fracture was evident. The implant was removed from the patient and was eliminated.